Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Following a retrospective review which was performed to assess the consistency of the complaint codes used to capture alleged product failures on minimally invasive access products, it was determined that this complaint is not reportable. (B)(4).

Event description:
According to the reporter: there should be 12 each per box, but ionly 11 each were inside.

Manufacturer narrative:
(B)(4).